Manufacturer narrative:
Block b3: exact date unknown, event occurred shortly after the device was implanted.

Event description:
It was reported that the patient was experiencing communication issues between the remote control and the implantable pulse generator (ipg). The physician examined the ipg pocket and determined that it was too deep. The patient underwent a procedure wherein the pocket was revised and the ipg was replaced with a nonrechargeable one. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1216 (sn (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The data log revealed that the patient was unable to get good charger-ipg alignment due to the pocket being too deep, and that the ipg went into deep hibernation mode. Therefore, the probable cause of the investigation was failure to follow instructions due to the ipg being implanted at a depth that was determined to be too deep for the charger to be effective.

Event description:
It was reported that the patient was experiencing communication issues between the remote control and the implantable pulse generator (ipg). The physician examined the ipg pocket and determined that it was too deep. The patient underwent a procedure wherein the pocket was revised and the ipg was replaced with a nonrechargeable one. The patient was doing well postoperatively.